Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced a syncopal episode. The device remains in use. No patient complications have been reported as a result of this event.